Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic with episodes of inappropriate mode switches observed on the implantable cardioverter defibrillator. The episodes appeared to be caused by far field r wave oversensing on the atrial channel. Programming changes were recommended. No patient symptoms were reported.